Event description:
Pt found between side rails with head nearly on floor. Pt freed. Pt appeared awake and alert throughout, no evidence of seizure activity. No adverse outcome. Issue: toddlers and juvenile pts must use cribs or adult beds. Mfg a bed with appropriate side rails to accomodate toddlers and juvenile pts would be helpful.